Event description:
It was reported that the spectra penile prosthesis was removed due to infection. Another spectra device was implanted. There were no further patient complications reported as a result of this event.